Event description:
A 44-year-old female patient was implanted with a ventriculo-peritoneal derivation including a sophy valve with pre-attached reservoir. Four weeks after implantation, the patient developped an infection. The surgeon explanted the valve and found a little hole at the surface of the reservoir. The csf was leaking from the hole, causing the infection.

Manufacturer narrative:
The device was returned to our manufacturing facility for analysis following our quality control procedure. Visual examination: 7 small holes can be observed on the reservoir among which one was bigger. The returned valve underwent the regular sealing test, and did not pass it. The leakage issue is confirmed. The valve is 100% controlled (pressure/flow characteristics, visual controls, etc.) During the manufacturing. A review of the fabrication record showed no anomalies. We suspect that something happened during the surgery (instruments) or in the immediate post-operative follow-up (csf samples, injections) that could have damaged the reservoir.

Event description:
A (B)(6)-year-old female patient was implanted with a ventriculo-peritoneal derivation including a sophy valve with pre-attached reservoir. Four weeks after implantation, the patient developed an infection. The surgeon explanted the valve and found a little hole at the surface of the reservoir. The csf was leaking from the hole, causing the infection.